Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. The device had been in use for three days and when the nurse removed the pump from the patient it was found that the drug did not infuse. The device had been filled with about 97ml of physiological solution. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was manufactured march 22, 2017 ¿ march 23, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.